Manufacturer narrative:
The user reported discrepancies between bg and sg readings. The user was advised to focus on trends rather than individual values, as differences may occur due to lag between bg and sg inherent to the sensing technology. Escalation analysis didn ot indicate any system malfunctions. However, as a proactive troubleshooting measure, support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. The sensor re-link was successfully completed on (B)(6) 2026 3:38:32 pm. Post re-link monitoring indicated that the system was working within expectations. Upon dms review user was actively using the system with information up to date.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.